Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not take a charge. Troubleshooting was done, but the ipg would not communicate. As a result, surgical intervention may occur.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Additional information received indicates the patient had their ipg explanted and replaced to address the issue. Postoperatively, patient has effective therapy.